Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported improper or incorrect procedure or method (use after expiration) was due to the user error of using the device after the expiration date. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. A mitraclip xtw was inserted and deployed on the mitral valve. A second clip, a mitraclip ntw, was then inserted and deployed laterally to the first implanted clip, reducing mr to a grade of 1. However, post procedure, it was noted that the mitraclip ntw had expired on (B)(6) 2025. It was noted that the clip was confirmed to be sterile during preparation, but the nurse had not checked the expiration date on the mitraclip ntw. There were no device issues. There were no adverse patient effects and no clinically significant delay in the procedure. On (B)(6) 2025, on the following day, the physician was made aware that the device implanted was an expired device.